Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was invaded lg-lens due to worn of lg-lens glue which caused insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera ii duodenovideoscope had low angulation and a blurry image. The issue was found during a diagnostic endoscopic retrograde cholangiopancreatography procedure which was completed using a similar device. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: yellowish/brown foreign material was found in the forceps elevator and the inside of the light guide lens was dirty.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was partially confirmed; due to wear of the angle wire, bending angles in the "up/down/left/right" directions did not meet standard values. Additionally, due to wear of the angle wires, the play of the "up/down" and "right/left" knob did not meet the standard values. In addition to the yellowish/brown foreign material and residual liquid found in the forceps elevator, the evaluation findings were as follows: due to a cut on the bending section cover, water tightness was lost, due to a breakage of the light guide bundle, illumination was uneven, due to damage on the charged coupled device, the image had linear scratches, due to clogging of the air/water tube, water removal ability did not meet standard value and no air is fed, the nozzle was missing, the inside of the light guide lens had foreign objects, the plastic cover had a scratch, the adhesive on the bending section rubber is detached, the bending section cover was dirty, the connecting tube had buckling, due to a cut on the knob wire, forceps raising angle did not meet standard value, the air/water cylinder was deformed, the control unit was dirty, the grip was dirty, the "right/left" knob was dirty, the "up/down" knob is dirty, the forceps control lever was dirty, the scope cover had a dent, the universal cord was sticky, the electrical connector was dirty, the scope connector had a dent, the image guide protector had a cut, the adhesive around the light guide lens had wear, the adhesive around the objective lens was peeled, and the light guide lens was dirty. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.